Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) states that she has a problem with the insr. Pt states that either two weeks ago or last week, the insr began displaying code eri. Pss reviewed eri/eos code meanings and expected timeframes. Pt made no allegation against the mdt device longevity. Pt noted that she charges the ins once it does down to half battery. Pt confirmed that the ins does recharge from the insr. Pt states that the insr is acting weird because when she took of the insr antenna paddle while recharging the ins (last night and this afternoon), the charging screen stayed on for a few minutes; pt states that she noticed this sometime this month. Pt confirmed that the insr displays the normal charging screen with all 8 coupling boxes shaded in while recharging the ins. Pt states that the insr was replaced recently as well. Pss consulted with andrew in repair who confirmed that what the pt is describing is normal and that the insr was replaced in (B)(6)2020. Pss reviewed above information with the pt and confirmed that the insr is functioning normally and pt states that that's what she thought. No patient symptoms were reported.